Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred and was confirmed via pump data review with tandem technical support. Reportedly, customer reloaded cartridge. Customer's blood glucose was 164 mg/dl.